Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged inaccuracy issue began when she first started using the subject meter 6-7 weeks prior to contacting lfs. The patient stated that she manages her diabetes with metformin medication. It was not reported if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. The patient claimed that on (B)(6) 2020 at 6:11 pm, she tested her blood glucose in response to symptoms of feeling ¿shaky and stomach acid¿ and obtained an alleged inaccurate high result of ¿102 mg/dl.¿ the patient claimed that when her blood glucose continued to fall and symptoms worsened, she re-tested her blood glucose with the subject meter obtaining a result of ¿65 mg/dl¿ and treated herself with food. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.